Manufacturer narrative:
(B)(4). Batch # u5a36j. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device (a) was received for analysis with the closure trigger and anvil in the closed position and no apparent damaged and with a gst60g reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during lap endometriosis procedure, echelon with gst reload start it's movement, but stopped after 1cm of firing. They changed the echelon with a new gst reload but same thing happened. With the 3rd echelon and reload worked properly. Customer is an every day echelon user. Surgery was delayed 20 minutes due to the reported event. The procedure was successfully completed with no patient consequences.